Event description:
It was reported that the patient presented for routine check up (cku) after 3 months of healing time. Upon exam, the implant was stable, but there was a buccal parulis on the mid-alveolus with active discharge. The patient is on warfarin with inr>4 at last measure, precluding the ability to reflect a falb and debride. Full thickness flap reflected at tooth location #3, pinpoint mid-alveolus parulis remains, mid-alveolar defect, connects to implant, threads visible. The implant was removed with reverse torque, curettage/debridement/ site grafting with puros/endobon. Removal was needed to avoid further infections. The patient will return to replace the implant in at least three months. Symptoms as a result of the event: abscess, inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.